Event description:
Per the clinic, the patient was placed under general anesthesia in order to remove the abutment on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on january 26, 2022.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2022to explant the device due to pain at the implant site.there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on march 01, 2022.